Manufacturer narrative:
Initial reporter city: (B)(6). Block h6: problem code 2969 captures the reportable event of foreign matter. Block h10: investigation result: a nephrostomy catheter set was returned in a completely sealed package. A visual examination of the returned complaint device found that the device was packaged inside its original pouch with no visual defects. Additionally, the pouch was also placed inside the outer bag which was also sealed with no noted damages; however, a small white foreign matter was found to be inside the product between the original pouch and the outer bag. No other issue was noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a jinro pigtail was unpacked for a procedure on (B)(6) 2019. According to the complainant, it was noted that a white hair was found inside the blue package.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jinro pigtail was unpacked for a procedure on (B)(6) 2019. According to the complainant, it was noted that a white hair was found inside the blue package.